Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. Additional information received: "on an unspecified date in (B)(6) 2025, the patient was implanted with chpv shunt (codman hakim programmable valve) medical device. The lot/batch number was 7560630 and expiry date was 01-may-2030. The device was in use for less than 1 year (10 months)." "On an unknown date, subsequently, due to a block in csf flow (shunt occlusion), the patient underwent re-operation in (B)(6) 2025, during which the proximal end of the shunt was replaced. Despite this intervention, the patient continued to experience shunt malfunction, with persistent blockage (shunt malfunction). In (B)(6) 2025, leakage was noted in the reservoir. As a result, the entire chpv system has now been replaced. Physician asking for the replacement of shunt. Device returned to the manufacturer or importer/distributor." "Physician was observed a crack or a break in shunt reservoir with shunt malfunction. Patient was stable." Additional information received from the physician: "the device was in use for less than 1 year (10 months), device returned to the manufacturer or importer/distributor, physician was observed a crack or a break in shunt reservoir with shunt malfunction, patient was stable. Reporter causality was updated from not reported to possible, initial narrative was updated accordingly."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve malfunction (unknown ID): "on an unspecified date in (B)(6) 2025, the patient was implanted with chpv shunt (codman hakim programmable valve) medical device for a communicating hydrocephalus. The lot/ batch number and expiry date were not reported." "On an unknown date, subsequently, due to a block in csf flow, the patient underwent re-operation in (B)(6) 2025, during which the proximal end of the shunt was replaced. Despite this intervention, the patient continued to experience shunt malfunction, with persistent blockage. In (B)(6) 2025, leakage was noted in the reservoir. As a result, the entire chpv system has now been replaced." Additional information received: - describe incident: "crack in shunt reservoir; shunt malfunction. Break." - how long the device/equipment /machine was in use: "<1 yr. (10 months)" - adverse event: "shunt malfunction" - location of event: "home".